Event description:
The ortho summit sample handling sys instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a damaged tip from tip take-up. Fse verified x-arm perpendicular to back plan. Fse verified x-arm is parallel to secondary rack. Fse replaced tip clamp mount and tip clamp on position #12. The instrument was tested without further problem and was returned to expected operation.